Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 9:00 am, the patient obtained the blood glucose readings of 228 mg/dl, 227 mg/dl, 210 mg/dl and 220 mg/dl on the reported meter over a time period greater than 20 minutes. Afterwards, the patient took insulin on a sliding scale based on these readings: novolog 70/30 insulin 40 units and novolog r insulin seven units. Two hours later, the patient experienced the symptoms of sweating and dizziness. She did not seek any medical attention or treatment. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on several elevated blood glucose readings obtained on the reported meter. Therefore this complaint is being reported.

Event description:
There are a total of eighteen complaints for interruption during patient therapy for the same pump on various dates. All patient information is unknown. The facility reported an infusion pump with a failure code 119:117:307 in the event history, which occurred in the intensive care unit (ICU). The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition of failure code 119:117:307 was confirmed and duplicated. The assignable cause was a damaged uim pcb (user interface module printed circuit board) was damaged. The uim pcb was replaced. The user interface module master software version for this device (B)(4) categorized as unremediated.

Manufacturer narrative:
(B) (4) the pump has been returned and has been evaluated by baxter. This device was previously in the repair shop on 02 june 2009. At that time, the reported problem was not confirmed. Due to the device being compromised during the previous repair, baxter is unable to perform an accurate evaluation for the reported condition.